Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Additionally, the insulin gauge was inaccurate. Reportedly, the customer had overfilled the cartridge with insulin. There was no adverse impact to customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.